Event description:
It was reported that during a non-ischemic left-sided vt, the physician initially had a difficult time placing the cs catheter (reprocessed catheter) into the coronary sinus. He then attempted to make a sound map but stated he wasn¿t able to freely move the sound catheter around. The physician proceeded with a retrograde approach to the left ventricle (lv) for a premature ventricular contraction (pvc) ablation case. The physician made a quick voltage map and took a few timing points before ablating. The pvc went away with the first ablation. We made one more lesion and then he removed all catheters from the lv. As he broke scrub and left the ep room, the anesthesiologist noticed the rapidly declining arterial pressure and the rapidly increasing heart rate. Ice verified a significant pericardial effusion and at that time the ep physician attempted to perform a pericardiocentesis. He had a very difficult time getting access and took around 40 minutes before he was able to access the pericardial space and remove approximately 850 ml of blood. Once the effusion was drained the patient stabilized and the blood pressure increased and the heart rate decreased. Due to the patient¿s age, he was still transported to the operating room. According to the ep lab staff, it was found that the coronary sinus had significant damage to the ostium and there was a puncture to the right ventricle.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Coolflow pump model# m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4)